Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the burn on the distal cover was caused by heat stress during user handling. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the distal cover on the gastrointestinal videoscope was burnt.